Event description:
The facility's biomedical engineer reported that at 10:52am a failure code 803:07 occurred on channel a while infusing on a patient. The patient was undergoing open heart surgery and all three pump channels were in use. The facility reported that the infusion on channel a was ending when the failure occurred. No report of patient injury or need for medical intervention. Although attempts were made by baxter quality management to obtain additional information from the reporting facility, details were not available regarding patient demographics, set up of the device, and medications being administered.